Event description:
Procedure performed: bilateral salpingo-oophorectomy. Event description: on friday, 27sep2024, account manage was made aware that the surgeon had discovered a piece of the trocar was found in the patient. Account manager says that surgeon believes that piece that remained was from patient's surgery in 2018. The event occurred at [hospital name]. Additional information provided by applied representative via email on 08oct2024: the case was a bso (bilateral salpingo-oophorectomy) performed by dr. [Name] and dr. [Name]. The patient was not injured in the process. The clear inner valve was seen inside the patient through the endo scope. Additional information provided by applied representative via email on 08oct2024: it was determined that the inside seal was dislodged from one of the trocars used in the case on 9/27. There is no data available from the patients previous surgery. Additional information provided by applied representative via phone call on 08oct2024: please disregard any mention of a prior surgery in 2018. It was determined by the surgeons and their hospital investigators that that incident is not related to an applied medical device. The recent surgery, with an event date of 27sep2024, is related to applied medical devices. There were a total of three (3) trocars used in surgery the trocars are: cfs02 (lot #1527746) -> two (sleeve) trocars from this lot were used in the surgery. Cff03 (lot #1528139) -> one (obturator) trocar from this lot was used in the surgery. The surgeon could not determine from which of the three trocars used during the procedure the clear inner valve had fallen from. The hospital will not be returning the trocars and will open their own investigation. Intervention: clear inner valve was removed from the patient. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a clear component dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the photograph of the event unit and the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: bilateral salpingo-oophorectomy. Event description: on friday, (B)(6) 2024, account manage was made aware that the surgeon had discovered a piece of the trocar was found in the patient. Account manager says that surgeon believes that piece that remained was from patient's surgery in 2018. The event occurred at [hospital name]. Additional information provided by applied representative via email on 08oct2024: the case was a bso (bilateral salpingo-oophorectomy) performed by dr. [Name] and dr. [Name]. The patient was not injured in the process. The clear inner valve was seen inside the patient through the endo scope. Additional information provided by applied representative via email on 08oct2024: it was determined that the inside seal was dislodged from one of the trocars used in the case on 9/27. There is no data available from the patients previous surgery. Additional information provided by applied representative via phone call on 08oct2024: please disregard any mention of a prior surgery in 2018. It was determined by the surgeons and their hospital investigators that incident is not related to an applied medical device. The recent surgery, with an event date of 27sep2024, is related to applied medical devices. There were a total of three (3) trocars used in surgery. The trocars are: cfs02 (lot #1527746) two (sleeve) trocars from this lot were used in the surgery cff03 (lot #1528139) one (obturator) trocar from this lot was used in the surgery the surgeon could not determine from which of the three trocars used during the procedure the clear inner valve had fallen from. The hospital will not be returning the trocars and will open their own investigation. Intervention: clear inner valve was removed from the patient. Patient status: no patient injury.